Event description:
Based on info reported to davol: on (B)(6) 2012, the pt was implanted with ventralex mesh. The pt's incision subsequently became inflamed and started to drain. The wound dehisced. The surgeon attempted to treat with antibiotics and the wound did not improve. On (B)(6) 2012, the pt underwent mesh explantation. The pt has since been discharged from the hospital in stable condition.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It was reported that the pt developed an infection and wound dehiscence. The device was returned and visually examined. There were two sutures measuring approx 1/4" in length protruding up toward the mesh side of the patch. The recoil ring was completely intact and was secure in the ring pocket. While there is no indication that the mesh was the source of the reported infection, the IFU states: if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require rem oval of the prosthesis." It does not appear that a device failure occurred. At this time, no connection can be made between the adverse outcome (infection) and the use of the davol mesh. If add'l info is provided, a supplemental MDR will be submitted.